Manufacturer narrative:
It was reported that overheating of the catheter was observed, with the emission of sparks during current activation. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
During the establishment of communication between the efferent fasting loop and the afferent loop, after insertion of the catheter, a marked overheating of the catheter was observed, with the emission of sparks during current activation.

Event description:
During the establishment of communication between the efferent fasting loop and the afferent loop, after insertion of the catheter, a marked overheating of the catheter was observed, with the emission of sparks during current activation.

Manufacturer narrative:
It was reported that overheating of the catheter was observed, with the emission of sparks during current activation. As a result of analysis of returned device, the outer sheath was not detached and stent was deployed and not returned. There were no curve and kinking on the stent loaded part of the outer sheath. In the inner sheath, kinking and damage was observed. As a result of the through test, it was confirmed that electricity passed through the delivery system well. After removing the outer sheath, black foreign material was found inside the inner sheath. When the sheath was cut, the tube in the inner sheath was found burnt, and liquid was observed. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Hot spaxus' electrocautery delivery system is an electric cauterizer connected to an electrosurgical instrument and is designed to penetrate adjacent tissues of human organs. Depending on the situation at the time of procedure, puncture failure may occur if the tip of the delivery system is not properly placed on the tissue, or if the delivery system is not pushed by the target position while electricity is running. Based on the tube in the inner sheath being burnt and the liquid observed, there is a possibility flushing was performed before puncture. It is assumed short circuit occurred when puncture was tried with the saline solution left in the catheter from the flushing, causing overheating of the catheter and emission of sparks during current activation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. In addition, based on the kinking and damage in the inner sheath, it is assumed it occurred during the repeated pushing and pulling the pusher for deployment or the removal process. This device should not be flushed. Taewoong's user manual of this device states the following. "Do not inject saline solution into the active connector." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.